Event description:
It was reported that the patient was transferred to duke from another hospital after presenting there on (B)(6) 2022 with concerns for bleeding from their driveline site. The patient had a debridement done on (B)(6) 2022. The patient was noted as having some oozing from the site upon arrival at (B)(6). Hemoglobin levels were stable at 12.6 with a subtherapeutic international normalised ratio (inr) of 1.2. Warfarin and research medication was continued. The patient denied any trauma to the site. Surgery was consulted and the patient was taken to the operating room on (B)(6) 2022 at which time no bleeding was found, only raw granulation tissue at the base of the wound. This was cauterized and a penrose drain was placed.

Manufacturer narrative:
Prior infection with debridement related MFR # 2916596-2022-14181. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 22apr2022. No further information was provided. The manufacturer is closing the file on this event.